Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl. Suspected cause was due to customer intentionally delivering a larger amount of bolus than required to address an elevated bg. Customer consumed carbohydrates, received assistance and was provided with gatorade to address low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.